Manufacturer narrative:
Investigation summary: one sample and one photo were provided for evaluation. It has foreign matter in the saline solution. The foreign matter was removed and it was determined that it is fibers that got accumulated at the air wash station. Additionally, one photo was provided. It shows the syringe with foreign matter in the fluid path. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had foreign matter in the barrel. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea flush has fm in the barrel.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had foreign matter in the barrel. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea flush has fm in the barrel.